Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon, the pt's flange fixture with abutment fell out in late 2004. The pt's mother reported she was not aware of the pt playing with or manipulating the fixture. The surgeon reported the surgery went as planned. The flange fixture and abutment were analyzed and found to be within specifications.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.